Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for routine follow-up. Review of transmission revealed that there were atrial noise alerts along with automatic mode switch (ams) episodes from the right atrial (ra) lead. Electrograms (egm) suggested that the ra lead had short bursts of lead noise. Isometrics were performed on the patient and the noise was reproduced. Programming change were not performed to the ra lead. The patient was in stable condition.